Event description:
A malfunction was reported involving a fault code on a pump used by a customer in france. There was no adverse impact on the customer¿s blood glucose level, as no specific values were provided, and no complications were mentioned beyond the malfunction itself. The distributor confirmed that while the pump could start, charge, and be recognized by a computer, the malfunction persisted, preventing access to the pump. The device was scheduled to be returned for further evaluation, and a replacement pump was arranged.